Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus and basal process. Troubleshooting was performed. Ran a displacement test and the test did not pass, the insulin pump kept alarming motor error. Advised the caller that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.